Event description:
Distributor became aware on 11/12/96 of an incident that occurred involving an introducer sheath while performing a ptca procedure. Upon removal the introducer sheath broke in half, leaving a segment in the pt. Retrieval of the detached segment utilizing a retrieval device was uneventful. The pt experienced no sequelae as a result of this event. No further details could be obtained regarding the circumstances surrounding this event.